Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A kissing balloon technique (kbt) was performed using a 2.5x15mm non-abbott balloon and the 2.0 x 15 mm mini trek balloon. Intravascular ultrasound (ivus) was performed and a xience alpine stent was implanted. Another kbt was attempted with the same non-abbott balloon previously used and the 2.0 x 15 mm mini trek balloon. During advancement of the trek balloon, heavy resistance was met with the guiding catheter, and the proximal shaft separated outside the patient anatomy. The separated portion was retrieved by hand. Post-dilatation was performed with a non-abbott balloon and the procedure was completed. The physician commented that heavy resistance during advancement of the trek was due to a bent guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5x15mmikazuchi zero ; guide wire: rinato, sion, route; guide catheter: hyperion 6f jl4.0 st, crusade; stent: xience alpine 2.5x38mm . It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for separation or difficulty positioning with the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.